Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: two devices were returned for investigation. Both packages presented a tear along the line and were opened. Visual inspection found the device in unused condition. The customer stated problem was duplicated. The packages were already opened. The cause of the reported problem could not be determined. The reported failure was not associated with any trend. The device was returned to the supplier for investigation. The DHR (device history review) will be performed by the supplier. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported that before opening the package the customer noticed it has already been open. No patient injury reported. The reported lot number could not be verified